Event description:
Could not advance filter. "Attempted to advance filter, but would not enter into the catheter. Stopped procedure & removed entire system since hospital did not have another filter to continue. Replacement sent overnight to continue procedure."